Event description:
An ophthalmologist reported that during cataract surgery, he broke the inferior haptic off an intraocular lens while using forceps to position the lens. The broken haptic was removed without incident and the lens was left in place. During the postoperative period, the optic became significantly dislocated and the pt developed persistent corneal edema with associated corneal descemet's edema. The intraocular lens was removed and replaced in 1999. The pt's outcome was favorable with a reported postoperative visual acuity of 20/20 and resolution of the corneal edema.